Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-may-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 5 was hanging and handle was broken. A field service engineer replaced the latch and door handle and tested functionality. Additionally, fse noted that one door was rubbing against another and planned to return onsite to proactively adjust the door hinges to prevent future issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 5 was broken and hanging, and the user requested a replacement. There were no adverse events or injuries reported based on this event.